Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working due to fluid loss. A surgical procedure was performed to remove all the components and implant a malleable device. There were no patient complications reported.